Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The field service engineer (fse) evaluated instrument. Fse replaced flow cell which resolved na erroneous patient results issue. Instrument resumed operation. (B)(4).

Event description:
The customer stated the unicel dxc 600i synchron access clinical system generated two (2) erroneous low na (sodium) patient results. The customer did not report these results out of the laboratory. There was no change to patient treatment. Quality control was within established range at the time of the event. The customer repeated the sample on another back up instrument and obtained the results within normal reference ranges for na.